Manufacturer narrative:
Following the incident, the bed was picked up by arjo's rental technician. The inspection confirmed that the side rails operated correctly. The citadel plus instruction for use (IFU 831.374-en rev.13) indicates that the bed frame is equipped with 8 width extensions that allow for adjustment of the width of the mattress support surface. When the side rail is extended, a pin drops into a groove to lock it in place. At the time of the event, the side rail extension frame did not lock in the extended position. Since the side rail itself operated correctly, it suggests that the nurse did not fully extend the frame. When inward pressure was applied, the side rail slid back. As the nurse had her hand on the extended frame when it retracted, her hand became pinched. In relation to the body entrapment IFU states: "keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts and pinch points." The nurse did not followed the IFU.. Thus, the root cause of the incident was determined to be user error. Moreover, IFU instructs to check the action of width extensions weekly. If the result of the test is unsatisfactory, contact arjo or an arjo-approved service agent. The arjo device met its performance specification, as there was no device malfunctions that could contribute to the event. There was no indication of patient involvement. The complaint was deemed reportable due to the allegation of body entrapment.

Event description:
Arjo was informed about an incident involving a nurse whose hand became entrapped between side rail extension frame and bed frame. According to the information provided, the nurse had extended the head end side rail panel and put her hand on the extended frame. Then, head side rail was pushed inward, causing the nurse's hand to become caught in the pinch zone. The nurse sustained a minor hand injury, it was assessed for a possible contusion. There was no indication that the patient was using the device at the time of incident.